Event description:
The stent prematurely deployed twice. The stabilizer hub strain relief was leaking flush, which caused friction between stabilizer and wire. The stabilizer moved forward and causing stent to deploy prematurely. When the wire was loaded on the stent delivery system outside the body, the wire loaded through a strut of the stent causing it to dislodge and prematurely detached the system.